Event description:
It was reported that during a laparoscopic adjustable band procedure, upon insertion of the band through the trocar, the buckle was found to be broken. The band was removed and placed a new one placed. The pt is okay.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the band/balloon with 40 cm of catheter and the one-way valve were returned for analysis. Per visual inspection, it was observed that the balloon and band were covered by black stains. It was also observed that the buckle of the band was torn on the snorkel side. A leak test was performed on the balloon with a successful result. No leakage was found. The analysis confirmed that the buckle was torn. The mfg records were reviewed and no anomalies wer found during the mfg process.